Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 5 august 2020: lot 186024: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 9 months after the primary surgery. The cause of the instability is unknown. The surgeon revised the femoral component, patella, and poly. The surgery was completed successfully. The femoral component and patella were not mobilized, the new liner is 12mm.